Event description:
It was reported that during a procedure with 90% in-stent restenosis, mild tortuosity of the circumflex and obtuse marginal, the trek was used to pre-dilate with 2 inflations at 10 and 14 atmospheres without issue. It was noted that the "balloon moved around; slid in the fibrotic plaque, but was successfully secured." There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. Reportedly, the otw trek was used in a 90% in-stent restenosis, which may have contributed to the reported watermelon seeding. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulties could not be determined. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation.